Event description:
The customer has had readings such as 11.2 and 7.6. It was verified the meter was set in mmol/l. The contact had adjusted medication based on the readings, but no adverse events were alleged. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.